Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels and a no delivery alarm. The customer's reading was 586 mg/dl. The customer stated that he tried to bolus and the device alarmed no delivery. The customer performed a fixed prime and saw insulin exit the tubing. The customer was advised that the site or set may have been occluded and to change the infusion set. The insulin pump was not replaced or returned for analysis.